Event description:
An issue with touchscreen responsiveness was reported, where the pump screen was frozen and unresponsive, preventing interaction. There was no adverse impact to the customer¿s blood glucose level. The customer reset the pump with assistance, which resolved the issue, allowing the touchscreen to function properly again.